Event description:
The initial reporter received a questionable troponin t hs elecsys result from one patient sample tested on the cobas e 801 module. The initial result was not reported outside of the laboratory. Because of their troponin issues, the customer runs all troponins in duplicate. The initial result was 23 pg/ml. The first repeat result was 222 pg/ml. The second repeat result was 23 pg/ml. The repeat result was deemed correct.

Manufacturer narrative:
The serial number of the customer's cobas e 801 module is (B)(6). The investigation reviewed the sample pictures; no issues were noted. The investigation excluded a general reagent problem as isolated non-reproducible results do not represent a general malfunction of the assay. Based on the information provided, the investigation did not identify a product problem. The cause of the event could not be determined.